Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised in the past due to increased impedances. The thresholds were high and the physician noted that the helix was abnormal. During the follow up visit it was noted that the impedances had increased to greater than 2,500 ohms. The physician will monitor this rv lead. No adverse patient effects reported.

Manufacturer narrative:
At this time the rv lead remains in service. They phsycian will monitor this lead. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating this lead was surgically abandoned. Another manufacturer's lead was successfully implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This patient's history is significant for an unsuccessful revision procedure back in (B)(6) 2009. An attempt to gain venous access was unsuccessful as the vein was occluded. The rv pacing threshold measurements were consistently 2.9 volts and the patient required rv pacing about 24% of the time. A fluoroscopic view of the helix appeared abnormal. As reported in medwatch#2124215-2011-17358, the physician elected to continue monitoring the performance of this lead due to the patient's past anatomical issues and despite a greater than 2,500 ohms rv pacing impedance measurement observed during a device check in (B)(6) 2011. Subsequently, the patient contacted patient services in (B)(6) 2011 and stated that the physician planned to reprogram the rv lead. The patient had been advised the rv lead may be fractured and may be replaced in the near future. Additionally, patient services was informed that the patient was experiencing atrial fibrillation (af) and the device had been reprogrammed. Patient services suggested that the patient discuss this further with the physician.